Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Remains implanted.

Event description:
On 1994, the patient underwent tha with pca stem. On (B)(6) 2016, the patient visited a hospital by abdominal pains. At that time, the surgeon considered a possibility of armd by a examination result (x-ray, MRI, CT). The surgeon is monitoring for the patient now. The surgeon requested the medical opinion of the consulting doctor by image data.